Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was having difficulty charging her ipg due to depth and location. The patient underwent surgical intervention where her ipg pocket site was relocated and the ipg was replaced with a new one.